Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 120 mg/dl. The insulin pump will be replaced.